Event description:
Blood sample taken from pt, placed in bd microtainer and sent to lab via the tube system. We received info from the lab stating that the lids -2 tubes were sent- had come loose from the tube and spilled in the bag. This caused a delay in lab results, exposure to staff and contaminated the samples.